Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 14 mmol/l on aviva system 1 compared back to back with a result of 6.2 mmol/l on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.